Event description:
It was reported that an o-ring was on the pneumatic tap. There was no reported impact to the customer¿s blood glucose level. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy.